Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) 5-pack, they proceeded according to the procedure, but since the proximal seal did not fit in the loading device, the seal did not load properly. A replacement device was used to complete the procedure. The operation was completed safely and the surgery was completed successfully. The patient's condition is fine.

Event description:
Related to tw (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/67/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/67/3221) there were 1 additional similar complaint reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of (jun 2019 through may 2021). The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/67/3221) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.

Manufacturer narrative:
Trackwise # (B)(4). Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 21sep2021. The device was investigated on 04oct2021. Signs of clinical use and no evidence of blood were observed on the loading and delivery devices. Delivery device was returned outside the loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
Related to (B)(4).